Event description:
It was reported that a physician in training attempted arteriotomy closure using the starclose device after an interventional procedure. The device was difficult to remove and was disassembled to aid in its removal. Manual compression was applied to achieve hemostasis. There were no patient effects. No additional information was available.

Manufacturer narrative:
The reported complaint was confirmed due to shaft carving. Since the device was returned disassembled, we're unable to determine the root cause for this complaint. No malfunction was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.